Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was difficult to disconnect. The following information was received by the initial reporter with the following verbatim. It was reported by customer that removable connector is unable to be removed on at least 5 sets of the same lot number.

Manufacturer narrative:
One sample model mz5304, lot 25039273 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The maxzero was unable to be removed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of misassembly between female luer/maxzero could be related to failure to follow assembly instructions or incorrect solvent application by the assembler causing the maxzero valve to be bonded to the female luer. A quality alert was generated on june 05, 2025, to communicate and reinforce the correct follow of assembly instructions and solvent application. The sku reported on this complaint is not planned to be produced at hmo site, tj site will reactivate production. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.